Event description:
The reporter stated that they did back to back blood glucose tests, 5 minutes apart, using separate fingersticks. Reporter's results were 90 and 193 mg/dl reporter did not have any symptoms. A control solution test of 132 was in range. No harm was alleged.